Event description:
Error 01. Device history record was reviewed, no event linked to the reported issue was observed. Several errors 01 were found during the device log review which confirms the reported event. The device was received in (B)(6) and its investigation was performed by our local technical team. Tests were carried out successfully (ocs, flow rate) and all values were compliant with IFU specifications. The reported event could not be reproduced however the clamp motor was found abnormally noisy. Part was replaced as a measure of precaution but this is not linked to the event.

Event description:
Error 01.